Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, at the 6th firing on the bronchus, after the green button was pressed, when trying to squeeze the handle, the handle was stiff and could not be squeezed. At that moment, both the handle and the reload was stopped using, and new products were used. There was no patient injury.

Manufacturer narrative:
Evaluation summary: evaluation summary:if information is provided in the future, a supplemental report will be issued.